Manufacturer narrative:
Date sent to the FDA: 11/25/2015. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory laparotomy and lysis of adhesions due to vaginal wall prolapse, vaginal tape redundancy and large enterocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems and fistulae. It was reported that patient underwent a laparoscopic assisted resection of the distal 2 feet of ileum and right colon on (B)(6) 2014 due acute abdomen rule out cecal volvulus with hemorrhagic peritonitis, gangrenous dead right colon and 2 feet of distal ileum secondary to an adhesive band, a polypropylene mesh from the bladder sling and the right pelvis hole, with testing of the distal ileocecal. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and lynx were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.